Event description:
The doctor was using the radiolucent ankle fixator for distraction during a toal ankle case. Prior to inserting the cortical screw, he removed the screw guides and drill guides from the tissue and then attempted to insert the screw free hand. The doctor was aware that this was not the recommended operative technique for screw insertion. The screw broke and a portion was left in the patient's tibia. The doctor chose not to retrieve the remaining portion and completed the application without further incident.